Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, dr (B)(6), (B)(6) hospital (B)(6) 2018. During final tightening set screws on a patient, the final tightener failed. It appeared to be burred. The x25 inserter/tightener was changed over to the second x25 inserter/tightener on the second surgeon tray. The second x25 inserter/tightener was also burred and it was changed over to another x25 inserter/tightener from a verse standard set. All set screws were able to be final tightened. No adverse event to patient or user. Delay in surgery was approximately five minutes. Patient outcome post surgery: screws were tightened. Action required to manage the problem during the procedure: changed instruments promptly. Unknown_spd: 2 x 29704220 verse x25 inserter/tightener, serial #:(B)(4)/lot #:3000126593.